Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
A response from the surgeon was received indicating that this device was explanted due mitral stenosis and calcification. According to the op report, this patient presented with class IV congestive heart failure. He has had 4 previous open heart surgeries. His last operation was in 2003, when he underwent median sternotomy and replacement of this aortic valve and aortic root, as well as mitral valve replacement with the subject device. She had done well since that time until recently, when cardiac catheterization revealed essentially severe mitral stenosis and mitral regurgitation. It was felt secondary to prosthetic valve malfunction. Upon explantation of the device, it was noted to be completely calcified with fixed cusps. The device was replaced with a new edwards bioprosthetic valve. There were no operative complications reported. The patient was discharge home on pod #11. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of calcification noted on the valve could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the stenosis and regurgitation were likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 9 years and 8 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.